Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they experienced a high blood glucose level of over 600 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with a manual injection of insulin. The customer reported having issues with the insulin pump giving them no delivery alarms. Troubleshooting was provided for the no delivery alarm. The insulin pump was working as it was intended to after the troubleshooting. The insulin pump will not return for analysis. Frn-unk-rsvr, unomed set.